Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient was getting a surge from their implantable neurostimulator (ins). The patient experienced the surge the week prior to this report while they were at home. The patient felt weak and the surge lasted 15 minutes. The feeling was similar to what the patient experienced during impedance checks. The ins was interrogated on (B)(6) 2017 and high and low impedances were measured. Low impedances of 33 ohms was measured on the left side. The following high impedances were measured on the right side: c-8 = 2183, c-9 = 2354, and 8-9 = 4255 ohms. Therapy impedances for the right and left sides were measured to be within normal limits. The ins was programmed to c+, 2- at 3.1v, 60 usec, and 130 hz on the left side and c+, 10- at 2.7v, 60 usec, and 130 hz on the right side. The ins battery was okay at 2.98v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.